Event description:
The customer received questionable intact human chorionic gonadotropin + the ss-subunit (hcgb) results on their e-module (c-mod) for one patient. The patient's initial hcgb result was 207.2 mui/ml on a modular e-module (e-mod), serial number (B)(4), and it was reported outside the laboratory. On (B)(6) 2012, the patient had a new sample tested on c-mod. The result was <0.100 mui/ml. It is unclear if this result was reported to the physician. On (B)(6) 2012, both samples were re-tested. The first sample's repeat result from c-mod was 38.09 mui/ml. The first sample's repeat result from e-mod was 42.50 mui/ml. The second sample's repeat result from c-mod was 9.62 mui/ml. The repeat result from the e-mod was 9.82 mui/ml. Based on the initial result that was reported, the patient cancelled a surgery that was scheduled. There were no other adverse effects to the patient. The hcgb reagent lot number and expiration date were not provided. The calibration and quality control data were within range and a pre- analytical evaluation did not find any inconsistencies.

Manufacturer narrative:
This event occurred in (B)(6). For medwatch for the modular e-module with serial number (B)(4), refer to medwatch with (B)(6).

Manufacturer narrative:
A definitive root cause could not be determined. The calibration and quality control data were within range and there was no obvious issue with the reagent.